Event description:
It was reported that patient was implanted with a 3d max mesh and that the mesh "folded over" and has been causing severe pain where the mesh is located. Additional surgery was done in 2006 by another surgeon who put in another mesh on top of the 3d max mesh. This was done due to the 3d max mesh beginning to fold over.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.